Event description:
It was reported by the company representative that the programmer would not power on. The power cord was also missing. The programmer was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID 2067, rf (radio frequency) head; product ID 229047, analyzer. (B)(4).